Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dual lumen umbilical vessel catheter (uvc). The customer reports that the uvc was placed in a premature baby in the nicu. The tube was placed at 8.5cm and on x-ray, was pulled back to 5 cm due to placement issues. The tube was discovered to leak at approximately the 7 cm mark and was removed. The pt's status is unk.

Manufacturer narrative:
The product sample was not returned to the manufacturing site for review as the customer reported this device has been discarded. A lot number was not provided, therefore, it is not possible to perform a device history record review. The event description declares that the tube was place at 8.5cm and on x-ray was pull back to 5cm due to placement issues. The tube was discovered to leak at approximately the 7cm mark and was removed. It can be noticed that the catheter was highly manipulated during medical procedure; the leak was discovered after pulling the catheter back to 5cm. Therefore, more likely the device may be damaged during use. This defect cannot be confirmed. With the available information, the most probable root cause could be considered as misuse (leak could be caused due to over bending, excessive force, sharp object, etc). However without the sample, this cannot be confirmed. Under special (B)(4), covidien expanded warnings within the instructions for use manual of this product to highlight the concern of uvc catheter damage in the hub area associated with the use of alcohol based disinfectants. The instructions for use were replaced in all stock, and hospitals were sent a letter highlighting this issue. It must be noted that the instructions for use (IFU) states: do not use instruments with sharp or rough edges directly on the catheter since even a minor cut could tear or break the catheter and continues, do not pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break. Do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter.

Event description:
The customer reports (B)(6) aqueous chlorhexidine solution was used to clean the skin area prior to insertion. The uvc was not difficult to secure and was secured by tying and stitching to the waterman's jelly. The uvc was inserted in july in the umbilical vein. Each line was flushed on a regular basis until continual infusion was set up using (B)(6)nacl with 3cc or 5cc syringe. A swab was used to clean the device containing alcohol. The catheter tubing was not being cleaned. The uvc was removed the same day as insertion. The customer reports that the patient is clinically stable.